Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged wires) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to the trunk cable. The trunk cable was pulled from the strain relief, damaging connector j702 on the distribution node pca. The root cause for the strained cable was excessive force. No adverse event resulted from the strained cable.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the electrode belt had damaged wires.